Event description:
A device report from (B)(6) indicated: a report from (B)(6) indicates that a patient potentially has issues with a nail and screw. No further information is available. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.